Event description:
It was reported by the user site that on (B)(6) 2026, during a 3dimensions patient exam, a temporary error was generated and cleared from the device. The user site reported that during a separate but related previous event a week prior to this incident, the user stepped on foot switch prematurely and ended up with 160 tomography slices. Following reshooting, the user site reported that 60 tomography slices were generated. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to examine the device. Hologic technical support communicated with the fse and reported that the issue was caused by a faulty thickness potentiometer. The fse replaced the thickness potentiometer, performed all necessary tests and calibrations, and verified that the device is operating in accordance with manufacturer specifications. No further information is currently available.